Event description:
It was reported that the stent was missing. It was also reported that the pouch containing the device was partially opened prior to use. Reportedly, the physician was advancing the device to the target lesion when it was identified on fluoro that the stent was missing. The physician searched for the stent but was not able to locate it in the pt or in the packaging. Reportedly, the device's safety lock had already been removed but the physician had not attempted to deploy the stent. The procedure was completed using a competitor's stent. There was no report of injury to the pt during the procedure.

Manufacturer narrative:
The lot # for this device is unk. Therefore, the device history records could not be reviewed. The device has been returned and the investigation is underway.